Event description:
Rn was initiating IV medication through alaris pump and channel error in bright red started alarming on the pump. Event was not associated with administration of ivp meds. Tubing has "bubble" directly above where it enters tubing.